Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), product type lead. Please note the implantable neurostimulator serial number has been updated at this time. Additionally, the manufacturing site ID captured has changed from 3007566237 to 3004209178 at this time; however, this field cannot be updated due to constraints with the regulatory reporting system. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the ¿issue was determined during the procedure in which the electrode and the ins were implanted.¿ the cause of the high impedance could not be determined. There remained no complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance testing performed during the lead implant process, with the already implanted generator, found impedances were over 40000 ohms. Impedance testing was then performed with an external neurostimulator (ens) and a cable and the impedances were once again found to be high. The lead was replaced as a result of the event and the issue was resolved; impedance testing performed with the replacement lead found the values were within the expected range. There were no external factors reported that may have led or contributed to the issue. There were no patient symptoms or complications associated with the event, no medical or surgical interventions were needed to prevent a permanent impairment of a function, and the event did not lead to or extend patient hospitalization. The patient was alive with no injury at the time of report; no complications were reported or anticipated.